Manufacturer narrative:
Results: the returned lantern was fractured at approximately 44.0 cm from the hub. Conclusions: evaluation of the returned lantern confirmed a fracture at the proximal shaft. If the device is forcefully manipulated at extreme angles while advancing, damage such as a kink may occur. If a kinked device is subsequently retracted and manipulated, the kink may worsen to a fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the gastroduodenal artery (gda) using a lantern delivery microcatheter (lantern). During the procedure, while attempting to insert the lantern through the rotating hemostatic valve (rhv) and into a non-penumbra guide catheter, the physician noticed that the lantern broke in half at the rhv but remained intact and, therefore, it was removed. The procedure was completed using a new lantern with the same rhv and guide catheter. There was no report of an adverse effect to the patient.